Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. This complaint is confirmed based on previous investigation in crs (B)(4).

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had a mix of product type in a pack. No serious injury or medical intervention.